Event description:
It was alleged that during an arthroscopic procedure the flange broke off in the patient's knee. The unit was retrieved with no injury to the pt. There was a 10 minute delay to the case.